Event description:
Customer shared in saalt's (B)(6) group that their iud was expelled while wearing their cup. Customer reached out to saalt via email and saalt requested additional information about the customer's experience. We asked how long the iud had been inserted prior to being expelled, we asked about the customer's cup removal methods, the type of cup they were using, and if they had spoken with their doctor prior to starting out with a menstrual cup. We also asked for photos of the cup. Customer responded to explain their experience. They said it was not the first time that they used their cup, and that their iud strings were left long. Their doctor had told them it was okay to use the cup along with the iud. They said they pinched the base of their cup for removal. Customer also provided a photo of their cup. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."